Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of backflow of fluid was confirmed but the cause is unknown. A single photograph of the implicated 4fr single-lumen powerpicc was returned for evaluation. Evidence of use was present on the sample, including a dressing attached to the molded suture wings and minor amounts of residual material on the sample. The device contained a longitudinal split in the catheter shaft which appeared to be approximately half a centimeter long. It is likely that the reported fluid backflow was due to the split in the tubing. However, the cause of the split could not be determined from the returned photograph; there were no distinguishing features visible in the photograph which could aid in identification of a specific root cause. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported during a routine infusion on march 31, the patient noticed that the infused fluid was refluxing. After immediately stopping the infusion and flushing with normal saline, the patient continued to notice reflux. The customer immediately removed the catheter and stopped the infusion. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.